Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code. No patient injury was reported.

Manufacturer narrative:
H10: product is beyond eighteen years from manufacture date of 2004-05 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous 9 years and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found missing top/bottom rear label. Functional testing found "error code 1141" on the pump display during the investigation. Clock battery lead contact was pulled off causing message error code 1141 on the pump display. Recommended microprocessor unit board to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: additional information received on 19-sep-2022 via email attached in complaint object: all issues found with these devices were found during testing at our facility. No patient or technician involvement was indicated at the time the pump was received at the facility for repair and recertification. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Correction: d4: model number: 6500.